Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module for a pregnant female patient who is undergoing rhophylac treatment. The physician questioned the alinity I toxo igg results as the patient¿s previous result was negative. The sample was sent out for western blot and the result was negative. The following data was provided: on (B)(6)2024. Sid (B)(6): alinity I toxo igg result = 6.5 iu/ml (reactive). Other result provided: toxo igm = 0.37 index (nonreactive). On (B)(6)2024, sid (B)(6) (sample from serum bank): alinity I toxo igg result = 6.6 iu/ml iu/ml (reactive). Other result provided: toxo igm = 0.40 index (nonreactive). Western blot (sid (B)(6) = negative there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64052be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 64052be00 was identified.

Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module for a pregnant female patient who is undergoing rhophylac treatment. The physician questioned the alinity I toxo igg results as the patient¿s previous result was negative. The sample was sent out for western blot and the result was negative. The following data was provided: (B)(6)2024 sid (B)(6): alinity I toxo igg result = 6.5 iu/ml (reactive). Other result provided: toxo igm = 0.37 index (nonreactive). (B)(6)2024 sid (B)(6) (sample from serum bank): alinity I toxo igg result = 6.6 iu/ml iu/ml (reactive). Other result provided: toxo igm = 0.40 index (nonreactive). Western blot (sid (B)(6)) = negative. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-40/-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.